Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-oct-04 confirmed the patient first started experiencing the catheter disconnected on day of surgery ((B)(6) 2017). It was noted that the catheter disconnected was resolved. The patient's weight at time of event was unknown. The pump was replaced, and the pump was disposed of. No further complications were reported/anticipated.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving morphine with an unknown dose and concentration and bupivacaine with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the pump was replaced because of elective replacement indicator (eri) date nearing at time of surgery. A back table prime was performed during procedure. Communication with healthcare professionals (hcp) took place intraoperatively because the pump segment was found to be disconnected from the old pump. The drug dose was reduced by (B)(4). It was noted that the issue was not resolved at time of report. It was noted that surgical intervention occurred on (B)(6) 2017. It was noted that the patient was taking oral medication, but no further information was available. The patient's weight was unknown. Event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional on 2017-sep-22 reported the catheter disconnected was identified at pump replacement, and they were not the surgeon. No further complications were reported/anticipated.